Event description:
It was reported that balloon rupture occurred. The 68% stenosed target lesion was located in the mildly to moderately tortuous right common and external iliac artery. An 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 15-20 seconds, the balloon ruptured. The device was removed intact from the patient and the procedure was completed with another 16x6x75 xxl esophageal balloon catheter. There were no complications nor injuries reported.